Event description:
It was reported that a user experienced a low blood glucose after a usual meal announcement and bolus on the ilet system, with cgm showing a nadir of 59 mg/dl about an hour after dosing; the user treated with oral carbohydrates (gummies) and a meter reading after treatment was 86 mg/dl. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, insufficient information regarding a device problem, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial